Event description:
It was reported that the patient 3-piece inflatable ams penile prosthesis was malfunction due to defective inflation valve. The entire was removed and replaced in (B)(6) 2019. The following day, fluid began to leak therefore the patient was re-operated to fix the tubing connecting the pump to the reservoir. The defect was repaired by removing the compromised segment of the tube. Seventeen days later, the leak occurred again in an undetermined location. A request was made to replace the entire implant as there is no certainty of device integrity.